Event description:
It was reported that the physician experienced an incident two months ago in the cardiac care unit. When he performed the insertion of a super arrow-flex (saf) sheath at the bedside, it became stuck. The physician thought that the pt might have tortuous vessels or the saf kinked inside the vessel. When he changed to a polyurethane (pu) without side sheath, he was able to insert the balloon over the spring wire guide (swg) into the femoral artery successfully.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.